Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the lower trigger was stuck and would not release, upper trigger was jammed, and could not complete pre-test. Therefore, the reported condition was confirmed. It was further reported that the trigger components were damaged. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trigger on the battery handpiece device was stuck. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.